Event description:
Hip replacement surgical site infection.patient presents at the hospital after being seen in orthopedic for follow up on right hip arthroplasty. Patient had elective right hip arthroplasty approximately two weeks prior due to severe chronic pain after failure with more conservative methods. Patient was discharged home approximately 4 days after surgery in stable condition. When patient followed up in orthopedic clinic, md noticed some erythema at the site of incision, and had the patient admitted to the hospital. The same day, the patient noticed increased amount of serosanguinous fluid and was taken to or for irrigation and debridement by the dr. A 600 cc organized hematoma was evacuated. Intra op cultures positive for enterococcus faecalis. Patient was discharged home after PICC (peripherally inserted central catheter) placement on IV antibiotics. First surgery performed in room #2. Skin prep alcohol and duraprep.